Manufacturer narrative:
No device evaluation could not be performed as no product was returned. The device has not been in for service previously. No event history/ error log was provided by customer. No photographic/ diagnostic evidence of complaint provided by the customer. No functional test performed as product was not returned. The most probable cause is alarm/ error code. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump displayed stopped message when looking at the settings. Pump was restarted and then pump alarms occlusion. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.